Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and confirmed for two defects caused by faulty sealing of dies used for radiofrequency sealing and the extraction station on the patient line machines. A batch review was performed and found no deviations. The root cause was undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2011 the customer noticied the customer service team that he identified one unit which presented a leak in the tubing of the cassette at the moment of use. There was no injury or patient reaction reported. No further information is available.